Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed during initial surgery section d6b: if explanted, give date:: not applicable, as lens was removed during initial surgery section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that on (B)(6) 2026, during a surgical procedure the surgeon identified an issue with an iol (intraocular lens). The lens was attempted to be placed in the sulcus but was deemed unstable and was removed during the same procedure. No further information is available.